Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with blank display. The customer states their device died on them and will not come back on. The customer states they have tried different batteries, but the device will not power on. The customer's blood glucose at the time was 158mg/dl. Troubleshoot was conducted, and the customer's device powered back on. The customer also states that their blood glucose levels had gone up to 300mg/dl and 400mg/dl.